Event description:
Additional information was reported that the patient already had chronic back pain. There were not surgical intervention, no hospitalization, and no injury for the patient.

Event description:
It was reported that patient had lots of pain and was on medication for the pain in the upper body. Patient was in so much pain in his upper back that he went to emergency room on (B)(6) 2012. The recharger wasn't working or patient could not get it to work. Patient had "global pain" and was prescribed oral morphine. Patient had been throwing up since the following monday night. During the day prior to the date of this report, "it was not a good day for patient." There were coupling and or communication issues. Patient currently had no stimulation sensation because he had not charged up his device. Patient had not been keeping the recharger plugged in to have power when needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).